Manufacturer narrative:
The manufacturer did not receive devices for review. The DHR review will be performed during investigation. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a screwdriver shaft10 non-cann ao-shaft was used in a surgery on (B)(6) 2015. It was reported: "difficulties by inserting the screws in the distal part of the plate. It was very hard to turn the screws and the screws didn't sink in the plate. Screwdriver was not strong enough and no perfect fit anymore in the screwhead to insert the screws. Finally we used the stand screws with screwhandle synthes to complete surgery on the prox part of the plate. By removing the compression device we found some plastic particles in the wound. One of the drill guides broke another one is damaged." As the exact surgery date is unknown the occurrence date was taken as awareness date.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: compatibility check could not be performed as the reported instruments are not used as mating parts. Review of incoming information: it was reported that the surgeon was not able to insert the screws into distal part of the plate. Surgeon was complaining that the screwdriver was not enough resistant; screws got stuck too early and therefore the screwdriver tip got damaged (torqued) probably due to high applied forces when tried to screw the screws further. The surgeon was not able to use them anymore. Parts of the compression device which broke during surgery has been completely removed from patient. It is unclear how it got broken. No x-rays or pictures, surgical notes or other documents were provided. Devices analysis: two screwdriver shafts and two cannulated drill guides were returned for investigation. The first part (approx. 0.5 mm) of the tip of both screwdrivers was stripped. Both drill guides showed some scratches on the outer surface. One of the drill guides did not show any relevant damage, only some scratches. The tip with the thread was completely missing in the other drill guide. A functional test was performed with some ankle fix screws. The screwdriver shaft was correctly inserted in the hole of the screw head (approx. 1.5mm deep), it was possible to apply torque and rotate the screws. Review of internal documents: surgical technique ankle fix system 4.0 states: "attach the screwdriver blade to the handle by pulling back on the coupling, inserting the blade into the shaft, and releasing the coupling. Pull on the blade to ensure that it is locked into the handle. The screwdriver has a ratchet function to simplify screw insertion. Insert the screws bicortically, if possible. The screwdriver can be used to facilitate removal of the screws from the tray by pushing the tip of the blade firmly into the screw head in a vertical direction to achieve a secure grip." And moreover the note states: "use only the screwdrivers available with the ankle fix system. Inserting the screws with inappropriate instruments may damage the screw threads. Do not use damaged screws. " possible causes for the reported event according: a) damage of implant / jammed implant (screw) due to wrong design of the screws. B) damage of implant / jammed implant due to wrong design of plates. C) damage the implant (screws) due to wrong design of screwdriver set. D) deterioration in function due to wrong, inadequate maintenance. E) functionality and applicability of the c/d device is hindered due to difficulty in applying the device with the drill guides on threaded screw holes. F) deformation of screw hole not allowing insertion of standard screw due to friction around the pin tip with screw threads leading to tissue damage around the tibial part. Comparison to investigation results whether it is possible and justification: a) not possible as the attached complaint summary do not reveal any trend for these instruments. Therefore an adverse trend due to inadequate design can be excluded. B) not possible as the attached complaint summary do not reveal any trend for these instruments. Therefore an adverse trend due to inadequate design can be excluded. C) not possible as the attached complaint summary do not reveal any trend for these instruments. Therefore an adverse trend due to inadequate design can be excluded. D) possible as two drill guides and two screwdriver shafts were returned. One of the drill guides has the threaded tip completely missing and the first part of the tip of the screwdriver shafts is stripped. It is possible that the instruments were not maintained correctly. E) possible as two drill guides and two screwdriver shafts were returned. One of the drill guides has the threaded tip completely missing, therefore it is possible that the functionality with the threaded holes is difficult. F) not possible as it was not reported. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported, that cortical screws were used to fix the plate (because locking screws were not possible anymore). The plastic particles which were found in the wound came from the compression device. No pieces remained in patient but surgery was delayed. It also has been reported, that the screwdrivers were damaged. Distal part of screwdriver was torqued. Both screwdrivers didn't function. Locking screws locked too early, because the screwdrivers couldn't be applied with full force.

Manufacturer narrative:
The manufacturer did not receive devices for review. The DHR review will be performed during investigation. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
As the exact surgery date is unknown the awareness date was taken as occurrence date.